Event description:
The patient underwent a cubital tunnel release surgery on (B)(6) 2024, during which a device was implanted. This device was later explanted following a subsequent surgery on (B)(6) 2025. A general complaint was filed with the axogen representative on (B)(6) 2025, noting that the patient experienced intense pain at the surgical site. Symptoms included pain indicative of compression on the nerve at the surgical site. No other information was shared and medical analysis is pending.

Manufacturer narrative:
6 devices were implanted from this lot with no other complaints.